Event description:
A caller from a hemodialysis clinic reported their clinic adc meter did not work when they attempted to perform a customer's a blood glucose check by inserting the test strip into the meter. On (B)(6) 2019, the customer exhibited unspecified symptoms of hypoglycemia and was treated by an hcp with "sugar gel" and rushed to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported strips were not returned. An extended investigation was performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips were reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the reported strips are returned, the case will be re-opened, and a physical investigation will be performed.this also serves as a correction report. Emdr-64092 was incorrectly filed as an initial MDR 30 day report. Emdr-64092 should have been documented as follow up #1. Emdr-64875 should have been documented as follow up #2 and emdr-82583 is follow up #3.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller from a hemodialysis clinic reported their clinic adc meter did not work when they attempted to perform a customer's a blood glucose check by inserting the test strip into the meter. On (B)(6) 2019, the customer exhibited unspecified symptoms of hypoglycemia and was treated by an hcp with "sugar gel" and rushed to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) has been returned and investigated using retain test strips. Visual inspection has been performed and no issues were observed. Meter powered on with button depression and with insertion of cal bar and strips. No observed port issue on meter. Meter was able to advance to control testing solution assays, and menu set-up. No malfunction or product deficiency identified.

Event description:
A caller from a hemodialysis clinic reported their clinic adc meter did not work when they attempted to perform a customer's a blood glucose check by inserting the test strip into the meter. On (B)(6) 2019, the customer exhibited unspecified symptoms of hypoglycemia and was treated by an hcp with "sugar gel" and rushed to the hospital. There was no report of death or permanent injury associated with this event.